Event description:
It was reported that a patient that was using acticoat suddenly started seeing floaters, she could not see certain colors on the tv and could not see properly.

Manufacturer narrative:
Our investigation into this complaint has now concluded. As of today, no additional information requested or sample for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened. An investigation into the manufacturing paperwork associated with this product code and lot has not been possible due to no product code or lot number being available. Due to the nature of the reported issue this has been passed to one of our medical specialists who has made the following comments, no clinically relevant information was provided to perform a thorough medical investigation. Therefore, a medical assessment cannot be rendered at this time. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.